Event description:
Customer's wife reported via phone call that the insulin pump alarmed motor error when attempting to bolus. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose readings at the time of the call were 150 mg/dl. Advised customer that the product will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received motor assembly with a corroded motor home switch. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.